Event description:
The reporter stated that he had gotten the er1 message several times and that he would retest, sometimes repeatedly, until he got a result. He reported that "his diabetes is not under control and he fluctuates a lot." He related that he does control solution testing with each new test strip purchase, and that he had never had results that were outside control range.